Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode and the patient experienced asystole. There was difficulty interrogating this device and appropriate magnet response was verified when placed on the device. Boston scientific technical services suspected that the safety mode was due to noise/myopotential oversensing. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode and the patient experienced asystole. There was difficulty interrogating this device and appropriate magnet response was verified when placed on the device. Boston scientific technical services suspected that the safety mode was due to noise/myopotential oversensing. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. No additional adverse patient effects were reported. A request was made for the local field representative to contact the facility and learn the location of this product; however, no additional information was able to be obtained. This product was not return for analysis.